Event description:
A malfunction occurred on a pump after the caller inserted a cartridge while the device was on the cartridge detection screen. There was no adverse impact to the customer's blood glucose level. The technical support team provided the caller with information on how to reset the pump, which resolved the issue, and instructed the caller to contact them again if the malfunction recurred. The caller acknowledged and understood these instructions, and it was confirmed that the malfunction code did not recur after the reset.